Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Add'l info was requested on 11/21/2011 and 12/02/2011 by fax, phone and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgical tech reported an intraocular lens (iol) was exchanged due to mechanical failure in three pts. Add'l info has been requested. There are three medical device reports associated with this event. This report is for the second pt.